Manufacturer narrative:
The customer reported complaint of ivtm thermogard tgxp system (sn (B)(4) displayed tcmid:06 (ce post failure) error code was not confirmed during the functional testing but confirmed based on the event log review. The customer reported complaint could not be duplicated during the device evaluation, and the ivtm system functioned as intended. The probable root cause for the reported complaint was due to poor cable connection between pic-16 to I/o pcb, likely as a result of normal wear and tear of the device and over-time accumulation of dirt and dust inside the pins of the cable that connects pic-16 to I/o pcb. Poor cable connection prevents proper communication between the pic-16 and I/o pcb, resulting in the ivtm system to display error codes such as tcmid:06. Unrelated to the customer reported complaint, several issues were observed during visual inspection of the ivtm system. It was noted when the system was powered on and running, the fan inside the control-display head was noisy. The issue was most likely due to loosen ball bearings inside the motor of the fan. The monitor head was dusted, and the fan was replaced to remedy the issue. Also, it was observed that the screw at umbilical connector was missing, and bumpers as well as the coldwell gasket were damaged. All the missing and damaged parts were replaced to address the issue. In addition, oil/ greasy material was noted in glycol and liquid (saline or glycol) spill was observed on the cooling engine (ce) base. The root cause of the observed issues could be attributed to user handling. Coldwell lid was cleaned and liquid spill inside the ce base was dried-up to address the observed issues. The event log review showed occurrence of one tcmid:06 (ce post failure) error message on the reported complaint date; thus, confirming the customer reported complaint. Pins of the cable connection from pic-16 to I/o pcb were cleaned to eliminate the communication error issue and address the reported tcmid:06 error code. The thermogard xp ivtm system passed the functional testing as well as multiple overnight burn-in tests without any fault or error. Following service, the thermogard xp ivtm system passed the final testing without any error.

Manufacturer narrative:
Zoll has received the thermogard console (sn (B)(4)) on 18 december 2019 however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During training, the thermogard xp ivtm system (sn: (B)(4)) displayed tcmid:06 (ce post failure) error message. No patient involvement.